Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/28/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28sep2018. Date received by manufacturer: 27sep2018. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.